Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted as it showed early battery depletion during a routine follow up. The patient was scheduled for device replacement and the device was explanted and replaced days later. At this moment, there is no information that suggest data analysis was performed prior to the explant procedure to confirm premature battery depletion. No additional adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
The returned cardiac resynchronization therapy pacemaker (crt-p) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted as it showed early battery depletion during a routine follow up. The patient was scheduled for device replacement and the device was explanted and replaced days later. At this moment, there is no information that suggest data analysis was performed prior to the explant procedure to confirm premature battery depletion. No additional adverse patient effects were reported. The product was received for analysis.